Event description:
During a breast revision surgery, the surgeon used a piece of mtx to provide draping and an added layer of thickness to the superior upper pole of the left breast. It was noted that after suturing the mtx in place, the mtx did not hold together and tore slightly, where the surgeon deemed it was not strong enough to withstand normal wear of the breast, so mtx and sutures were removed completely.